Event description:
Information was received from a friend/family member regarding a patient who was receiving fentanyl 400 mg/ml via an implantable pump. It was reported that the patient bolus will only load to 90 percent. The tech services assisted the patient representative (rep) with clearing the data on the personal therapy manager (ptm) and closing out of the applications on the ptm to deliver a successful bolus. No other issues reported, the bolus was delivered successfully.

Manufacturer narrative:
Continuation of d10: product ID a820 serial# unknown product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.